Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow button was stuck and unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow an down arrow keypad button keys were intermittently responsive and required excessive force to elicit a response; the ok and contrast keypad buttons responded appropriately and had normal springback. Evaluation revealed that the audio bolus button cover was torn. Damage to the keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. During investigation, the audio bolus button was found to be responsive to button presses and was functional. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.